Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular tachycardia. No therapy was delivered because the rate of the ventricular tachycardia was in the programmed monitoring zone. The implantable cardioverter defibrillator functioned appropriately based off the programmed settings. The patient expired.